Event description:
It was reported that water temperature does not cool down in an arctic sun device. Per additional information received via mail on 04jul2025, they repaired the device on the customer site. The reported problem was cooling malfunction. Also, low flow problem was confirmed. They replaced mixing pump and circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. It was confirmed that there was a low flow issue. Circulation pump was replaced. The evaluation found no other issues with the arcticsun performance. Dfmea ra2800010, revision 26 was reviewed for this investigation. The risk documentation was addressed in step ra101. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature does not cool down in an arctic sun device. Per additional information received via mail on 04jul2025, they repaired the device on the customer site. The reported problem was cooling malfunction. Also, low flow problem was confirmed. They replaced mixing pump and circulation pump.